Event description:
A peritoneal dialysis (pd) patient's catheter was replaced about a month ago. The patient's adverse events were not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).